Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the product does not appear to present overfill based on the label filling line and the amount of blood inside the tube. It was not possible to observe any collapsed tubes in the pictures.. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overflll or collapsed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that 2 tube sst plh 13x75 3.5 plbl gold br overfilled and had non-cosmetic molding defects while still being operable. The following information was provided by the initial reporter: "p002008 - bd vacutainer 3.5ml serum gel tube delivered defective. The batch came with a few collapsed tubes, looking like they had been exposed to heat and were melted. It has presented a problem during filling, exceeding the mark."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the product does not appear to present overfill based on the label filling line and the amount of blood inside the tube. It was not possible to observe any collapsed tubes in the pictures.. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overflll or collapsed tubes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 tube sst plh 13x75 3.5 plbl gold br overfilled and had non-cosmetic molding defects while still being operable. The following information was provided by the initial reporter: "p002008 - bd vacutainer 3.5ml serum gel tube delivered defective. The batch came with a few collapsed tubes, looking like they had been exposed to heat and were melted. It has presented a problem during filling, exceeding the mark."